Event description:
It was reported that patient received multiple shocks and inappropriate high voltage therapy and oversensing issue was observed on the rv lead. No other anomalies were observed on the lead. Lead was explanted and a new lead was implanted. No further information available.